Event description:
The customer reported that the insulin pump was submerged in water and moisture under the display was observed. The customer also reported that the buttons were not responding. The battery was changed and the buttons still were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Also, moisture damage was found on the battery tube and the motor assembly. Further testing was not performed due to the blank display.